Event description:
It was reported that the customer experienced high blood glucose levels upon awaking and that the customer felt his boluses were not being fully delivered. The blood glucose reading was 600 mg/dl, which was treated with manual injection. The customer complained of excessive thirst and urination. Upon troubleshooting, it was found that the insulin pump had several alarms in the history, including a low reservoir alarm and several auto off alarms. The customer was advised that the auto off alarms may have contributed to his high blood glucose levels. Unable to complete troubleshoot due to lack of tubing clamp; advised that one would be sent. The customer found a small bend on the tip of the infusion set cannula. Advised the customer to change the entire infusion set, reservoir and insulin. He also mentioned that he had been hospitalized about a year prior but did not think that blood glucose levels were the leading factor of the event. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.